Event description:
The customer reported that their pump screen was dark and would not turn on. The blood glucose level at the time the issue was noticed was 11.5 mmol/l, indicating it was within an acceptable range. The customer was advised to confirm that the pump was not plugged into a power source and to try turning it on with a specific technique, but this was unsuccessful. The pump remained unresponsive. Customer reverted to using multiple daily injections (mdi) as backup insulin therapy.